Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of manufacturing history found no evidence of product nonconformance. Examination of the returned device was unremarkable and no failure was detected. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k150850. Product requested, but not yet returned.

Event description:
During an unknown procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. There was no patient injury and no delay in procedure.